Event description:
Caller reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed repeated cartridge alarms with consecutive cartridges and resolved the issue by deciding to replace the pump.